Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customers blood glucose level was 50 mg/dl. Cause was unknown. Customer addressed low bg by consuming carbohydrates. Reportedly, the pump was reset, and the customer continued to use pump for insulin therapy.